Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a "check vent: 35 v supply failed" error. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device, and reported that during power up, the screen displayed a "3.3 v supply failed" error code. The se then reviewed the event log and reported that the device also logged multiple error codes. The service manual was reviewed, and the recommended repair was replacement of the motor control board, and power management board. The se then reported that the front display showed "blower stalled" and "5v supply failed" error codes. Due to the combination of errors that were observed, the issue is considered a 35 v supply failed issue. The service engineer replaced the motor control board, and the power management board. Additional follow up testing was required.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer refused any additional service from philips and decided to perform the repairs in house. No further actions were performed by philips, and the case was closed as cancelled. It could not be confirmed if the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.